Event description:
Information received indicates the bed is stuck in trendelenburg and the head articulation will not go down.

Manufacturer narrative:
The technician replaced the hydraulic manifold to repair the bed.